Manufacturer narrative:
(B)(4).

Event description:
Additional information received later reported the patient had experienced increased spasticity. The patient had been hospitalized and ran over their refill date causing the alarm to go off. At the time of the report, the patient's care was under a different physician at a different hospital. The reporting physician was unsure of other patient medications or if any adjustments were made to the dose. Patient outcome was unknown.

Event description:
Telemetry confirmed a critical alarm was occurring. The alarm was due to zero ml reservoir volume reached. The patient was in the hospital due problem not related to the itb therapy. The pump was interrogated the day of the report and it said empty reservoir alarm occurred, 22.1ml dispensed. The patient reported hearing the alarm a week ago. No symptoms were reported. It was confirmed that based on flow rate and volume dispensed, the pump should have been empty for 78 days. The same day the reporter stated that the pump was refilled on (B)(6) 14 but the reservoir volume was apparently not updated, so pump has only been empty for ~7-8 days based on the reporters calculation and assuming it was filled completely. The hcp further reported the patient missed their refill as they had been admitted to a hospital the hcp did not have privileges at. The pump would be filled with either saline or baclofen. Per the reporter it was too soon to tell how the patient was doing now or if they were receiving effective therapy. The pump was used to deliver baclofen. No patient symptoms or outcome was reported. Further follow-up is being conducted to obtain information. If additional in formation is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n157007002, implanted: (B)(6) 2008, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).